Event description:
Sales rep reported on behalf of the customer that the winged centralizer was found to be broken upon opening of the packaging. An alternative device was available immediately.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report.